Event description:
The pt contacted lifescan and alleged the one touch basic enhanced meter had a damaged display. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. While feeling sweaty, cold and weak the pt attempted to check their blood glucose and could not read the result. A medical professional was contacted for advice. The pt took insulin and ate food/or drank beverage. No into regarding events surrounding the incident. No info if the dr. Was just contacted or seen. Based on the info obtained from the pt there is indication the product malfunctioned due to the display. The pt does not allege injury. The meter was replaced and return expected.